Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, during implantation, a microsensor was unable to identify the monitor. It was replaced with another sensor which worked correctly. There was an hour of delay reported. There were no reports of patient harm.

Manufacturer narrative:
UDI : (B)(4). Corrected fields: device available for evaluation. It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.